Event description:
A 2.5mm diameter x 14mm length endeavor sprint rx coronary stent system was inserted into the patient for treatment of the lad. The patient morphology was reported to be severely calcified and tortuous with stenosis of 90%. It was reported that the stent was advanced with great difficulty and could not cross the lesion despite repeat predilation. It was reported that the stent dislodged from the balloon at the attempt of pulling back of the stent. The dislodged stent was found at the left renal artery by fluoroscopy exam. The endeavor sprint rx device or procedural images have not been received; therefore, an effective evaluation could not be completed. Information received from the account confirmed that despite repeated pre-dilations the stent could not be delivered across the lesion indicating that the lesion may have been resistant to ballooning. The target lesion located in the lad was reported to exhibit 90% stenosis with severe calcification and tortuosity. The stent which dislodged during withdrawal was located in the left renal artery by fluoroscopy. Based on the information available, it would appear most likely that the patient vessel/lesion morphology impacted on the difficulties delivering the stent across the lesion and the subsequent dislodgement during withdrawal of the device. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)94). Evaluation: results: (severe calcification, severe tortuosity, 90% stenosis), (stent dislodged). Conclusion: (severe calcification, severe tortuosity, 90% stenosis).